Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on oral anticoagulants (oac) for 45 days and then dual antiplatelet therapy. The patient had a routine one year follow up transesophageal echocardiography (tee) and a laminar, immobile, device related thrombus (drt) was noted off center on the closure device. The patient was put back on oac and will have a follow up in 45 days. The patient is expected to fully recover.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B7 other relevant history: updated with additional information received. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on oral anticoagulants (oac) for 45 days and then dual antiplatelet therapy. The patient had a routine one year follow up transesophageal echocardiography (tee) and a laminar, immobile, device related thrombus (drt) was noted off center on the closure device. The patient was put back on oac and will have a follow up in 45 days. The patient is expected to fully recover. It was further reported that the patient has history of thyroid cancer. The patient was on xarelto prior to the implant and it was held for 2 days prior to procedure. The patient was compliant with their medication and was not on warfarin.